Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "chemo (5fu) leaked out of the filter. Patient involvement: yes. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."